Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device pacer spikes were not displaying. There was patient involvement, however no health consequences or impact.

Manufacturer narrative:
Updated to correct the became aware date from 22oct2025 to 23oct2025. G3 on 30 day report should be 23oct205 not 22oct205.